Event description:
It was reported that the cassette is locked, not attached and sensor is defective. The issue was discovered during a functional test. There is no patient involvement.

Manufacturer narrative:
E1: address line 1 "b)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The lock sensor doesn't work properly. The lock sensor will be replaced to resolve this issue.